Event description:
Reported by the customer as: no down occlusion alarm. Pt injury? No.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a standard test was completed and found no defects or errors. Conclusions: the defective occlusion alarm complaint could not be duplicated or confirmed. Cause of customer's complaint unk.